Event description:
The sister of a (B)(6) female pt contacted lifecor customer support to report that the pt has a damaged connector on the electrode belt. The sister stated that the pt drags the monitor instead of carrying it over her shoulder. She stated that the electrode belt became disconnected from the monitor and that when she reconnected it, the monitor was giving "connect belt" messages. A pt services rep (psr) visited the pt and replaced the electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation electrode belt (B)(4) has been completed. The problem was confirmed. Upon further inspection, the electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.